Event description:
On 2013 (B)(6), the surgery on the third metacarpal bone was fixed with only screw was performed. When the surgeon inserted the 1.2mm diameter screw, the screw head broke. The screw shaft remained in the bone but after that it was extracted with the needle holder.

Manufacturer narrative:
Evaluation summary: the reported event could be confirmed. The macroscopic and microscopic investigation show that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. The remaining screw (thread) was damaged very strong during the extraction. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Indications for design, material or manufacturing related problems were not found in this investigation. Therefore no corrective and/or preventive actions are necessary at this time.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2013, the surgery on the third metacarpal bone was fixed with only screw was performed. When the surgeon inserted the 1.2mm diameter screw, the screw head broke. The screw shaft remained in the bone but after that it was extracted with the needle holder.